Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. No lot number has been provided. A device history lot number review cannot be performed. D4: only di provided as lot number is unknown. Additional reporter: beijing jaspar medical device co., ltd. Qiuling li qiny1016@163.com 010-5820 5318; 010-5820 5630.

Event description:
The event involved a microclave¿ connector where it was reported while treating a patient, fluid leaked out of the screw. There was patient involvement, but no patient harm/adverse event reported.